Manufacturer narrative:
(B)(4).

Event description:
Patient had his first operation in 2011 where the surgeon used a competitor's synthetic mesh and had to remove the mesh due sepsis in (B)(6) 2012 and he repaired the hernia with a permacol 10x10x1.0mm. He then again presented with sepsis and the permacol was broken, due to the infection. In (B)(6) 2013 the surgeon then did another hernia repair and repaired the hernia with another permacol 20x30x1.5mm. The surgeon saw the patient again and discovered that he has formed a recurrence over the area where he has placed the permacol. The surgeon would like to know why the hernia reoccurred again. There is no item being returned because the product was used on patient and not removed.